Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart after putting new battery. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device alarmed unexpected restart error after battery change and resets time and date to factory default due to voltage leak at interface board.